Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the patient called to report he was shocked two times and had chest pain and presented to the emergency room. The device was checked and the shocks were not "seen." The patient further reported having another shock and is feeling "a little weak." Additional information obtained through follow up indicated that the patient was not seen at the clinic and they have not heard from the patient. Additional information was received from the patient who stated the lead had "cracked." No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient called to report he was shocked two times and had chest pain and presented to the emergency room. The device was checked and the shocks were not "seen." The patient further reported having another shock and is feeling "a little weak." Additional information obtained through follow up indicated that the patient was not seen at the clinic and they have not heard from the patient. No further patient complications were reported as a result of this event.